Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels 25.5 mmol/l. Customer¿s current blood glucose level was 169 mg/dl. Customer was treated with insulin pump. Customer was using auto mode feature at the time of event. Customer did high pressure test and it was passed. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.